Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device.

Event description:
Patient reported "strong breast pain" in the right breast. The patient underwent an ultrasound which diagnosed "an internal device rupture" and "an enlarged lymph node with fatty hilum". Device has been explanted and discarded.

Event description:
Device has been explanted and discarded.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient later reported right side "suffering from severe pain¿, ¿increasing breast pain¿, ¿particularly capsule fibrosis¿ baker grade unknown, ¿can't lie on their stomach anymore¿, ¿highly touch-sensitive/pressure-sensitive¿, ¿very swollen and also warm", and ¿implant rupture was detected on the right¿.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: lymphadenopathy, rupture.

Event description:
Patient reported ¿strong breast pain¿ in the right breast. The patient underwent an ultrasound which diagnosed ¿an internal device rupture¿ and ¿an enlarged lymph node with fatty hilum¿. The device remains implanted.